Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues with the tubes, foreign matter 6, print marking 1, dirty tube 1, and air bubbles in gel 9. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x6. Defective marking x1. Dirty tube x1. Air bubbles in tube x9.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues with the tubes, foreign matter(B)(4) , print marking(B)(4) , dirty tube(B)(4) , and air bubbles in gel(B)(4) . The following information was provided by the initial reporter, translated from japanese to english: fm in gel x6 defective marking x1 dirty tube x1 air bubbles in tube x9